Manufacturer narrative:
Section d4: correction - the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Section h1: correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the silicone coming loose at the driveline connection to the controller was confirmed through the onsite evaluation by an abbott technical services representative. On 18jul2019, an abbott technical services representative successfully performed the clamshell repair. The repair noted a separation of the distal bend relief from the metal connector. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The separation of the driveline's silicone sleeve was previously investigated, and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by car #(B)(4). The hmii lvas IFU and patient handbook provide information on how to care for the driveline. Furthermore, these documents address damage due to wear and fatigue of the driveline as well as the how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was seen in the clinic on (B)(6) 2019 with silicone coming loose at the driveline connection to the controller. No alarms were reported. On (B)(6) 2019 (B)(6) was on site to perform a clamshell repair. No additional information was provided.